Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
It was reported that the pt has other medical problems in addition to hearing loss. His auditory function with the cochlear implant was at the level of sound detection. The audiologist noted no response from the pts implant during a regular programming session in 2007. The results of an integrity test one day later, were consistent with a malfunctioning receiver/stimulator. Explant/reimplant surgery plans were not provided to cochlear.